Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an occlusion issue. No patient injury reported.

Manufacturer narrative:
Device evaluation: the tamper seal was removed. Scratched lens, damaged rear case, damaged air detector/loose, damaged ac inner pin's insulation. Occlusion sensors test was performed and the reported problem was duplicated. Found defective downstream occlusion sensor during investigation. The downstream sensor was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 03/2011) and there was no indication the complaint was related to previous service of the device.